Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a use error by not washing hands prior to initiating pd therapy and reportedly "must have touched something." On an unreported date, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient began daily antibiotic treatment for the peritonitis intraperitoneally with ceftazidime, one gram with a dwell time of four to six hours. At the time of this report, the patient had nine more days of ceftazidime treatment to go. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient's pd effluent was clear, the patient was recovering from the peritonitis and dianeal/extraneal therapies were ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the peritonitis was manifested by abdominal pain. The patient was hospitalized for four to five days. The cause of the peritonitis was due ¿to the bacterium from the dog¿. The patient was fully recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.